Manufacturer narrative:
H.6. Investigation summary: "bd received one (1) sample and five (5) photos for investigation. Visual examination of the sample and photos were performed and revealed embedded fm in the sidewall of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode." .h3 : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer reports that black grains were found in one tube. The following information was provided by the initial reporter. The customer stated: "black grains were found in one tube out of 100. There was no fm in the other tubes. The customer would like to know whether it can be used without any problems or not, and the cause of this issue.".